Manufacturer narrative:
Additional information was received on (B)(6) , 2021. The patient is a 39-year-old caucasian. The device was explanted on (B)(6) , 2021. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on august 18, 2021. The patient identifier was obtained and populated in a1. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness/capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5098860) that a female patient who had unknown mentor gel implants experienced right sided capsular contracture and several unexplained systemic symptoms post procedure. The capsular contracture was accompanied by pain and hardening. Dermatitis, brain fog, muscle fatigue, joint pain, dizziness, weight gain, inflammation, upset stomach, anxiety, depression, blurred vision, moods swings, neck pain, back pain, and statement of autoimmune without a specific diagnosis were noted. As a result, the patient had replacement with sientra implants on an unknown date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2021-03717 for contralateral prosthesis report.